Event description:
Customer reportedly rec'd results of 598 mg/dl and 198 mg/dl within 10 minutes on the aviva sys. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Aviva sys: meter, test strip lot # 300397, exp date 03/31/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.